Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verio iq) read inaccurately high compared to their feelings and/or normal readings. The reporter claimed obtaining a blood glucose reading of ¿250 mg/dl¿ with the subject meter. This complaint is being reported because the reported issue was not resolved with troubleshooting as the control solution test was found to have failed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.